Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for excess additive with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and 203 pieces of the 13,600 checked tubes from lot 6182782 have a defect: 83 tubes have dust in tube; 7 tubes have too much citrate; 49 tubes have damaged etiquettes; 59 tubes have scratch marks on glass; 2 tubes are broken; 2 tubes with no citrate; 1 tube without gel. Conclusion: linked complaint pr # (B)(4) has confirmed the issues present in this lot number. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the regen¿ tht® nc: 1.0mlhad excess additive. No injury or medical intervention.